Event description:
Patient reported the aligners cutting into their cheeks causing pain. Their gums below their two bottom teeth are super sensitive and tender to the touch. Provided information on gum discomfort, recommended filing tips for cutting and advised a 14 day in wear for comfortable lower aligner. Current aligners fit are with in normal limits.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.